Event description:
On november 23, 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative images revealed a possible unspecified endoleak and a small invagination of the graft material near the leading end of the device. In 2008, a gore excluder aaa endoprosthesis aortic extender component was implanted. It was reported that the pt tolerated the procedure and that the physician will continue to monitor the pt.